Event description:
Return reason: ruptured tubing when injecting contrast medium. Analysis determined: investigation found a 3.00mm tubing rupture 12.00mm below bottom of distal hub. Defect origin is unk. No observable mfg defects were found. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. No other return of this type were rec'd from this tubing lot. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the pt's status. The claim does not state the flow rate or injection pressure. A letter has been written to the hospital requesting additional information. The maximum flow rate and injection pressure for 7fr110cm pur is 900psi at 18cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken: the corrective action is the both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.